Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred on second occurrence. The customer's blood glucose level was 93 mg/dl. Customer was able to successfully clear the alarm. Customer receive a request to rewind insulin pump. Customer was able to complete rewind. Customer stated that they performed self test and the test did not passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low-level failures confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.